Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving fentanyl (4000 mcg/ml at 169 mcg/day) and bupivacaine (12 mg/ml at 2.3 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that on (B)(6) 2017 they were able to aspirate the pump, but unable to fill it. A manufacturer¿s refill kit was being used and proper needle orientation was confirmed. An x-ray was taken. The patient left with 9 ml in the pump and they were planning on bringing him back in 17 days. It was noted that when the hcp was discarding the medication that was drawn in the needle, they removed the filter and could not push any medication out. The patient had no symptoms related to the event. No further patient complications have been reported as a result of this event.